Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete a f/u report will be submitted.

Event description:
It was reported by a customer that pronto device provided the reading of a 19 while hospital's blood work provided a reading of a 9. No known pt impact or consequence was reported.